Manufacturer narrative:
(B)(4). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported patient experienced pain and decreased range of motion due to a scapular spine fracture approximately 2 years post-implantation. Patient was given sling and use of bone stimulators for 4 weeks. Continuous pain at three, four and five years post implantation follow-up was also reported. No other additional information is provided at this time.

Manufacturer narrative:
(B)(4). Reported event was confirmed by review of patient's medical history report. No operative complications noted per crf but physician radiograph assessment noted scapular spine hairline fracture. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Medical devices: 00434901413 humeral stem 14 mm stem diameter 130 mm stem length 62478551; 00434903606 poly liner plus 6 mm offset 36 mm diameter 62136063 ; 00434903611 glenosphere 36 mm diameter 62471251 . The complaint is under investigation. Once the investigation is completed a follow up MDR will be submitted.

Event description:
It was reported that the patient underwent a initial right shoulder arthroplasty and subsequently, experienced pain and decreased range of motion due to a scapular spine fracture approximately two years post implantation. Patient was given sling and use of bone stimulators for 4 weeks. Continuous pain at three, four and five years post implantation follow-up was also reported. No other additional information is provided at this time.